Manufacturer narrative:
Us field service engineer (fse) was at a customer site for a service visit. While replacing the vacuum pump on phadia 1000 instrument, the instrument waste was splashed into his eyes from the waste line. The engineer flushed his eyes with water and after talking to his manager, he flushed his eyes for an additional period of time as per his manager's recommendation. The engineer then went to an urgent care facility and received an eye exam and blood test (hepatitis, hiv, etc.). The engineer needs to do a follow-up screening in one month. This is the first occurrence of this type of event. The complaint investigation is ongoing and no malfunction of the phadia instrument has been confirmed till date. The liquid waste generated by phadia instruments may contain the following substances at low concentrations: cmit/mit (kathon), sodium azide, sodium carbonate, sodium hydroxide, alkyl (c12-16) dimethylbenzylammonium chloride, 2-aminoethanol. In addition to the above substances, it may also contain human serum.

Event description:
Us field service engineer (fse) was at customer site for a service visit. While replacing the vacuum pump, the instrument waste was splashed into his eyes from the waste line. The engineer flushed his eyes with water and after talking to his manager, he flushed his eyes for an additional period of time as per his manager's recommendation. The engineer then went to an urgent care facility and received an eye exam and blood test (hepatitis, hiv, etc).